Manufacturer narrative:
The instructions for use states, the gore® excluder® iliac branch endoprosthesis is to be used in conjunction with the gore® excluder® aaa endoprosthesis and is not intended to be used on its own. Additionally, the IFU specifies, the safety and effectiveness of the gore® excluder® iliac branch endoprosthesis have not been evaluated in the following patient populations: revision of previously placed stent grafts w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient underwent endovascular treatment of a common iliac artery aneurysm (ciaa) and was implanted with a gore® excluder® iliac branch endoprosthesis (ibe device), and three gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) and a gore® viabahn® endoprosthesis (vsx device). During the initial contrast run, blushing was identified outside the artery. The ibe device was successfully implanted within the cia, a vbx device was successfully implanted into the flow divider of the ibe and two vbx devices were placed as extensions on either side. A vsx device was placed as an extension of the vbx device. A post implant, a contrast run was performed and everything appeared to be good. Shortly after, the patient's blood pressure dropped, and the physician suspected a rupture of the aorta. The physician attempted an aortic bypass with a non-gore device, but during bypass, the patient expired. A cause of death was not known. Additionally, on an unknown date and year the patient (prior to implant of any gore devices) was reported to have had a bare metal stent (manufacturer unknown) implanted. No further details were known, including the reason for this treatment. The patient tolerated the procedure.